Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): there were no alarms related to the complaint in the pump alarm history. A review of the black box history indicated that the time and date defaulted to factory setting several times causing the total daily dose history on (B)(4) 2012 appear to be inaccurate. The pump was booted to the verify screen with the appropriate auditory and vibratory alarms. An "ezprime" operation was performed with no issues noted. The pump was exercised for 120 hours with no issues noted. Unrelated to the complaint, evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump has been running slow and losing time for about six months. The patient stated that the battery was changed yesterday and the time and date had to be reset then, states date and time correctly set last night after changing the battery. Patient reports trying to bolus and getting a message saying he had reached his daily limits. Upon review of pump they realized the pump date was incorrect. Blood glucoses were running high today - no issues with blood glucoses until today, ranging from 226 mg/dl this am to 413 mg/dl in the afternoon, and then 378mg/dl this evening. Patient denies any symptoms with any of these blood glucoses, and corrected with extra boluses. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged time/date malfunction remained unresolved.